Event description:
There was an allegation of questionable hemoglobin a1c (a1cx3) results from the cobas pro c 503 analytical unit. Patient 1 initial result was 11.2% and the repeat result was 5.92%. The second repeat result was 10.95% which was believed correct. Patient 2 initial result was 17.7% and the repeat result was 15.5%. Patient 3 initial result was 13.1% and the repeat result was 14.8%.

Manufacturer narrative:
The cobas pro c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer found crystals on the system wash station (sws) and cleaned them. He replaced the naoh-d solution. He ran testing and confirmed the analyzer was running within specifications. The investigation did not identify a specific issue. The cause of the event could not be determined. General reagent issues were excluded as the customer had no further issues and the correct result was obtained with the same reagent.

Manufacturer narrative:
Data was provided for approximately 1450 additional patient samples with questionable results occurring from (B)(6) 2023 through (B)(6) 2024. Representative examples include: patient 4 initial result was 7.59%. The repeat results were 5.71%, 5.79%, 5.69%, and 5.67%. The result of 5.7% was believed correct. Sample 5 initial result was 11.9% and the repeat result was 10.8 %. The analyzer was checked and adjusted. The diaphragm and the pump were replaced. The customer observed no further issues after the service/maintenance actions. The investigation is ongoing.